Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the circumstance that led to the loss of stimulation sensation was a change in the patient's activity level. The patient was doing water aerobics 6 days a week. The step taken to resolve the loss of therapeutic effect and the lack of stimulation sensation was that the patient changed the setting to a high number.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0szef, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the patient started leaking and went to a health care provider in june. The hcp adjusted it and it was working well, but now it was not. The patient experienced a loss or change of therapy. On (B)(6) 2015 the patient started having incontinence and wasn't feeling stimulation. The patient increased stimulation on (B)(6) 2015 and now felt it. The indication for use for this patient was gastrointestinal/pelvic floor.